Event description:
The customer stated that a falsely decreased architect calcium result of 0.73 mmol/l was generated for a patient sample (ID (B)(6)) that retested at 2.39 mmol/l. The customer's normal range is 2.20 - 2.60 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting a decreased calcium result on the architect c16000, serial # (B)(6). To troubleshoot the issue, service replaced multiple parts, manually washed the cuvettes and drained the water bath and refilled. However, a specific cause for the decreased result was not identified. The module function was verified with a control/precision run. The service history of the (B)(6) verifies no subsequent issues have been reported related to false depressed calcium results. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a falsely decreased architect calcium result of 0.73 mmol/l was generated for a patient sample (ID d23691273z) that retested at 2.39 mmol/l. The customer's normal range is 2.20 - 2.60 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.